Event description:
The hcp reported that at refill, the patient's pump was accidentally filled with 2000 mcg/ml instead of 500 mcg/ml. The patient experienced unspecified overdose-type symptoms and was in the emergency room. The hcp was considering options. The type of medication, concentration, and daily dose being administered via the pump were not reported; device registration system indicates baclofen. Additional information has been requested, a follow-up report will be submitted if additional information becomes available.